Event description:
Pt reported experiencing elevated blood glucose of "hi" on blood glucose meter (generally >500 mg/dl). She indicated that she could smell insulin around the luer connection, but did not feel wetness. Pt reported feeling sick and nauseous. Pt administered two 10 unit boluses and a 10 unit insulin injection, which reduced her blood glucose level to 489 mg/dl. She stated that she changed the infusion set 3 times, adapter, cartridge, piston rod, and switched to her backup infusion device. Pt reported that she felt "wiped out" and "lousy" for two days. On 8/18/06, she stated that her blood glucose had returned to normal of 80 mg/dl. Pt indicated that she believed the infusion set caused the elevated blood glucose level. She stated that she had been hospitalized in the past for this concern. No medical assistance was reported for this event. Product will not returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.